Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient with this pacemaker did not attend follow-up for years, had a syncopal episode on (B)(6) 2024 and was hospitalized. When interrogating the pacemaker, the health care professional (hcp) was unable to measure or change any settings as the device battery had already reached end of life (eol) status. Subsequently, the patient underwent a revision procedure the following day, and this pacemaker was explanted and replaced without indigent. No additional adverse patient effects were reported. The device is expected to be returned for analysis as the health care professional (hcp) suspects the battery depleted prematurely. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the patient with this pacemaker did not attend follow-up for years, had a syncopal episode on (B)(6) 2024 and was hospitalized. When interrogating the pacemaker, the health care professional (hcp) was unable to measure or change any settings as the device battery had already reached end of life (eol) status. Subsequently, the patient underwent a revision procedure the following day, and this pacemaker was explanted and replaced without indigent. No additional adverse patient effects were reported. The device is expected to be returned for analysis as the health care professional (hcp) suspects the battery depleted prematurely.